Event description:
The patient underwent disc surgery during which the lead from the pain stimulator had to be moved. The interstim device was on during the procedure. After the surgery, the patient experienced a return of symptoms and a loss of stimulation sensation though the device was on and at the highest setting possible. Further information is being requested from the hcp.